Event description:
It was reported by the customer on (B)(6) 2010, that the laser system had low power; the laser was under power. Also, it was reported that the procedure was able to be completed and there was no patient injury.